Manufacturer narrative:
It is unclear at this time whether the device was discovered before surgery or during surgery and it is unclear at this time whether the device was used in the patient or not; therefore we are filing this report as if the device was used in surgery, in the patient. We have attempted to contact the reporter for clarification. A follow up report will be sent when clarification is received. (B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records did not identify any applicable nonconformances to specification.

Event description:
It was reported that the micropituitary was broken. No patient complications were reported.